Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 65 was present in notifications menu. Restarting the device would not clear the alert. After installing a known-good speaker the alert cleared. The root cause for alert 65 was determined to be a faulty speaker.

Event description:
It was reported that an ilet displayed recurring ¿65 - audio over/under current¿ alarms despite multiple restarts, and a replacement was arranged; the device remained usable with no injuries and no reported difficulty using the device, and the data were synced prior to shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified, consistent with a device mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.